Event description:
A physician reported the physician's patient was experiencing inaccurate low results with a one touch basic meter. The patient's blood glucose results were 116 on one touch basic to lab 162 mg/dl. Tests were done within 30 minutes with a difference of 28%. Patient did not experience any adverse events. No further info has been reported.